Manufacturer narrative:
(B) (4), this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Analysis is pending.

Event description:
Reportedly, the pt rec'd external defibrillation shocks because of ventricular tachycardia. Then after the pacemaker could not be interrogated with no pacing output. The device was returned for analysis.